Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis patient's family member reported the patient was hospitalized on (B)(6) 2016 and diagnosed with peritonitis. The patient was being treated with antibiotics (type unspecified) via the intraperitoneal route. It was also noted the patient "seems to be doing better" as her effluent was clear during her last dialysis treatment. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.